Event description:
It was reported that the patient was unable to adjust the stimulation on their implantable neurostimulator (ins). The patient observed a ¿call your doctor¿ icon with a warning power-on-reset (por) message that was seen on the programmer yesterday. It was noted that the patient needed to change the aaa batteries in the programmer unit for the past 2 weeks which they did yesterday but still saw the por message. When the patient saw the por they tried a new set of aaa batteries but still had the por on their device. There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0k32y, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).